Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed and no motor error alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube thread, cracked case near the display window corners and cracked on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The spouse stated that the alarm was cleared but then the insulin pump rewound itself. The spouse did not recall the blood glucose reading. The spouse reported that the drive support cap appeared normal and recessed. The insulin pump had alarmed for a motor error 4 times that day. The spouse was advised that the insulin pump would be replaced and agreed to return the product for analysis. The spouse was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.